Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 458mg/dl as customer had banana. Customer declined troubleshoot for high blood glucose. Customer¿s current blood glucose was not given. Customer also reports that they had crack and broken piece where the battery cap screws in on the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot. Device received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and stained address number label.